Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, an opening on posterior, brown particles on the shell. A microscopic analysis was performed which identified: a sharp opening on posterior, non-penetrating nick, and partial delamination of the orientation dot (adhesive failure). A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening and a partial delamination of the orientation dot (adhesive failure)."

Event description:
Patient reported right side rupture. Device has been explanted and replaced.